Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the scope body had a crack. Due to damage on up/down knob, water tightness was lost. Grip had a scratch. Suction cylinder had no color. The scope cover had a scratch. The switch box had a scratch. The scope connector cover unit had a scratch. The scope connector case unit had a scratch. The plug unit had a scratch. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The plastic distal end cover had a chip. Objective lens had a scratch. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the rubber seal at distal end of a colonovideoscope was coming loose. The event occurred during reprocessing. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water cylinder, air/water tube, and jet channel tube had foreign material inside due to insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and tub and in the secondary air/water supply tube appeared to be a whitish material but otherwise could not be determined. The root cause of the issue is believed to be due to an observed leak at the scope body and up/down knob, preventing proper device reprocessing. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. In addition, the following non-reportable malfunctions were found during the device evaluation: control lever, up/down knob cannot be locked securely, damage on guide pin of the electrical connector, damage on ultrasonic probe, adhesive around objective lens has a chip, adhesive on bending section rubber has wear, connection tube buckling, universal cord buckling. Olympus will continue to monitor field performance for this device.